Manufacturer narrative:
(B)(4). The customer reported that the unit had a red x and was beeping. On (B)(6) 2011 new info was received from the local repair bench that makes this event reportable. The unit was evaluated locally and it was determined that the unit could not deliver a shock. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit had a red x and was beeping. On (B)(6) 2011 new info was received from the local repair bench that makes this event reportable. The unit was evaluated locally and it was determined that the unit could not deliver a shock.